Event description:
On (B)(6) 2013, it was reported that the patient had experienced elevated blood between 25-30 mmol/l (450-540 mg/dl) since (B)(6) 2013. His normal blood glucose range is 7-10 mmol/l (126-180 mg/dl). The patient switched to a different infusion device and his blood glucose level returned to normal. The patient thinks his infusion device did not correctly deliver his basal rates. The patient no longer has confidence in his infusion device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The alarm functions of the pump were tested on the diagnostic test system and meet the specifications.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.